Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black eye did not get resolved during the procedure and the surgeon used the other surgeon side console. There was no procedure on (B)(6) 2026.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that one of the consoles had a black eye while the other console was functioning normally. This issue was noticed when the staff initially sat down at the console for their procedure. The technical support engineer (tse) suggested restarting the system as a potential resolution, explaining that this should resolve the issue. The user continued with the procedure as planned. No known impact or patient consequence was reported. There was an issue with the left eye in the one of the surgeon side consoles (ssc) being out. The user initially noticed this problem when they sat down at the console for their procedure. The tse recommended performing a hard power cycle on the ssc as a potential resolution. The user called back the next day to report that the issue had returned. The procedure was completed as planned with no reported injuries.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the replaced high resolution stereo viewer (hrsv) monitor due to no image. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was returned for failure analysis, and the reported failure was replicated and confirmed. The system logs were reviewed and error 119 was identified, indicating that the hrsv current draw had fallen below the required threshold and that the hrsv had failed in the field. A visual inspection was performed and did not reveal any issue that could explain the complaint. The unit was then installed onto a known-good system, and upon power-up there was no image on the hrsv, with the display completely black. The complaint was confirmed based on failure analysis. While the root cause could not be determined based on failure analysis, the cause is likely due to an electrical component failure within the hrsv.